Manufacturer narrative:
Product complaint # (B)(4). Batch # r5an5l. . Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60b cartridge not loaded in the device. The cartridge reload was received fully fired. In additional 3 double drivers were received, the cartridge was disassembly and the drivers do not belong to cartridge. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch: r5an5l. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional event information received: dr temporally clamped the part of bleeding with forceps and finally, anastomose with the both sides by psee60a. There was no problem with hemostasis. This operation were combination of laparoscopic surgery and small incision (feea) as the initial schedule. There was no problem with loading the cartridge. Dr did not notice the staple failure of the first fire. When the used cartridge was removed, parts of the cartridge were scattered. A nurse was cleaning the jaw tips. The second fire was used the same device. It appeared that the staples were only partially in one row. There was no problem with big operating sounds. The patient was stable.

Event description:
It was reported that during a laparoscopic colectomy, the staples at the middle part of the cartridge were unformed and malformed at the second firing on the colon. A part of the cartridge fell off when the cartridge was removed from the device. It was unknown if the first firing was performed properly. But, it seemed that the middle part of the target tissue was stapled only one line when the surgeon checked the specimen side of the tissue of the first and the second firing. Same device was used for the first and second firing. Scrub nurse cleaned the jaws of the device after the first firing. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.